Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (incomplete prime steps) issue. The reporter stated that the patient had a blood glucose (bg) of 448 mg/dl with abdominal pain, blurred vision, confusion, nausea, symptoms of dehydration, and moderate ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the loss of prime occurred once and there was also an empty cartridge alarm. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.